Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for stopper defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® serum blood collection tube stopper was found to be defective before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "stopper defect".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum blood collection tube stopper was found to be defective before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "stopper defect."